Event description:
The patient reported that she experienced hyperglycemia and said that there were air bubbles in the tubing. At the time of contact with customer support the patient stated the issue was resolved. She declined to provide further information to customer support. This complaint is being reported because an animas product may have caused or contributed to the hyperglycemia.

Manufacturer narrative:
Follow-up #1 (B)(6) 2011 - device history record review was conducted on (B)(6) 2011 with the following findings: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. This report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device.